Manufacturer narrative:
A4: unk, a5: unk, a6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced permanent loss of best corrected visual acuity (bcva). Due to permanent loss of best corrected visual acuity, the lens was removed and replaced intraoperatively with a longer length lens. The problem was resolved. Cause of the event was reported as unknown. Additional information has been requested but none has been forthcoming.